Event description:
It was reported that the permanent cautery hook instrument was dead on arrival. Prior to beginning the surgical procedure, the customer opened the instrument, and sparks shot out of the instrument when it was plugged in. The instrument was not inside the pt when the sparks shot out. No pt harm, adverse outcome or injury was reported.